Event description:
It was reported that device was in use on a female patient during transport from ICU to catlab, device indicated "battery empty". Manual CPR was given during rest of transportation.

Manufacturer narrative:
The battery failed functional tests. Product labeling indicates that the useful life of each battery is 2-4 years. Battery's manufacture date is september 2009, and since the battery was last used june 2012, it was 2.5+ years old at the time of the complaint. Based on its age, the battery has passed the end of its useful life. Therefore, the probable cause for the reported problem is the age of the battery.